Event description:
Alarm 9 was reported. Despite this, the customer's blood glucose levels did not exceed 500 mg/dl, suggesting no adverse impact. Technical support instructed the caller to reload the original cartridge onto the pump, and the caller successfully resumed insulin delivery. Additionally, the customer experienced occlusion alarms after changing supplies and expressed dissatisfaction with receiving a refurbished pump. Technical support recommended replacing the pump, and the customer was advised to revert to manual insulin therapy until the new pump arrives.